Manufacturer narrative:
Investigation findings: to date, the investigation is still in process. A follow up report will be filed upon completion of the product evaluation.

Event description:
It was reported that during a bankart lesion repair, after insertion of the implant the suture came out with the applicator. There was no report of injury or surgical delay with this event.